Event description:
Customer in italy called to report that they were receiving incorrect results as the rfv values were near zero in position a2 on the instrument. Customer immediately placed section a offline and field service was dispatched. The pump was subsequently replaced by field service and the section was placed back in service. The customer does not believe any patient results were affected.